Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/11/2009 by fax and mail. A completed questionnaire was received on 09/21/2009. This report was mailed to FDA on: 10/09/2009.

Event description:
A surgeon reported a pt with an unexpected postoperative refraction and diplopia following intraocular lens (iol) implant surgery. In a follow-up, it was reported that the lens was rotated/repositioned. Following this procedure, the pt's diplopia resolved and visual acuity improved.